Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7072613.

Event description:
It was reported that the patient experienced inadequate pain relief despite several reprogramming. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.